Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more access to sound with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient no longer has any access to sound. There is no report of specific trauma but the patient has balance issues and falls often. The patient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not yet been received for investigation.

Event description:
The patient no longer has any more access to sound. There is no report of specific trauma but the patient has balance issues and falls often. The patient was re-implanted on (B)(6) 2016. Device has been requested but has not yet been received for investigation.